Event description:
A malfunction was reported with the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy.